Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the natura wafer convex being used is ¿too small¿. It was stated ¿she has been cutting the wafer large because stoma has enlarged and that it looks as if the durahesive material has cut into the stoma, causing bleeding. She went to change the wafer today and there was a large intact blood clot with some fresh red blood over and around the stoma. She is unable to see a cut but, is assuming it has cut into the stoma and caused bleeding at some point. She cleaned up the area and there is no bleeding at the present time.¿ the complainant was advised not to cut the wafer.